Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached 16 mmol/l (288.3 mg/dl) and that the cannula was bent. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated by patient with a manual injection of insulin (exact amount was not provided).